Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 700 mg/dl while wearing the pod. In addition the patients personal diabetes manager (pdm) would not power on after attempts to reset it. Symptoms reported include hyperglycemia. The parent of the patient removed the pod and administered manual shots of insulin. The patient had gone to urgent care where they were transferred to the hospital. Once at the hospital the patient was treated with intravenous fluids and an insulin drip. The patient remains in the hospital at the time of this call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.